Event description:
It was reported that the patient implanted with this pacemaker system had a syncopal episode. It was noted that the patient had a history of multiple ablations for atrial tachycardia/atrial fibrillation (at/af). Electrogram (egm) review noted various atrial and ventricular arrhythmia episodes which appeared 1:1 and atrial driven. One atrial tachy response (atr) episode showed an arrhythmia that was 1:1 and atrial driven, with spontaneous conversion. Ts that the reported syncope may have correlated with the stored episodes. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker system had a syncopal episode. It was noted that the patient had a history of multiple ablations for atrial tachycardia/atrial fibrillation (at/af). Electrogram (egm) review noted various atrial and ventricular arrhythmia episodes which appeared 1:1 and atrial driven. One atrial tachy response (atr) episode showed an arrhythmia that was 1:1 and atrial driven, with spontaneous conversion. Ts that the reported syncope may have correlated with the stored episodes. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that the patient was seen in-clinic for atrial ablation, and the physician did not believe the reported syncope was device related. This pacemaker system remains in service. No adverse patient effects were reported, and medication changes were noted.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding initial reporter email, but further information was unable to be obtained.